Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for lot number h13a02017 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. This report is related to (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing, clear passage testing and clamp function testing was performed with no issues noted. During the integrity of the seal surface test, no leaks were found. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter identification measurements were below nominal. Sample was confirmed for the reported problem. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the transfer set would not connect to the titanium adapter when the transfer set was changed. No patient injury or medical intervention was indicated in association with this report. No additional information is available.